Event description:
It was reported that the device recorded several episodes of nonsustained lead noise. The nonsustained lead noise episodes were caused by a mismatch between the near field and far field channels. Programming changes were recommended.

Manufacturer narrative:
(B)(6).